Manufacturer narrative:
The device was returned and evaluated. The alleged event could not be duplicated.

Event description:
Provider alleges consumer was going down a lowered curb when the unit allegedly stopped and flipped forward on the consumer.

Manufacturer narrative:
The device was not made available for evaluation at this time. Should further information or the device become available, a follow-up report will be issued.

Event description:
Provider alleges consumer was going down a lowered curb when the unit allegedly stopped and flipped forward on the consumer.